Event description:
It was reported by the customer that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm and internal communication failure. In addition, the customer left the pump off for 10 seconds but it did not resolve the problem. Since the patient was not connected to the iabp, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected field: g7 (mfg report# 2249723-2021-00124 is the initial report).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issues. During verification of the logs, an autofill issue happened on (B)(6) 2020. The stm could not duplicate reported issues on site. In addition, the stm did a leak check to insure the pump did not lose helium. The rescue leaked 1 psi in a half-hour and the cart leaked 5 psi in 5 minutes (helium leakage is not an issue). The stm reported that the pump auto filled 5 times without fail. The fault logs were downloaded and sent them in the oxando service report. Since the stm was not able to duplicate any of the reported issues, all safety, functionality, and calibration checks were performed and completed. All tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported by the customer that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm and internal communication failure. In addition, the customer left the pump off for 10 seconds but it did not resolve the problem. Since the patient was not connected to the iabp, there was no patient involvement, and no adverse event reported.